Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 48 mg/dl at the time of incident. Customer treated their blood glucose with food. The customer reported the drive support cap appeared to be normal during troubleshooting. Troubleshooting also found the insulin pump passed a displacement test. The customer was advised to monitor the insulin pump. Customer declined to return the insulin pump for analysis.